Manufacturer narrative:
It is unknown when device broke. This report is for an unknown matrixrib plate. Part and lot numbers are unknown; UDI number is unknown. Device was implanted on an unknown date, approximately one and a half months prior to (B)(6) 2018. Explantation is scheduled for (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the surgeon notified the sales consultant of a single fractured rib plate in a patient that was initially treated for non-union of old rib fractures. The plate was initially implanted approximately 1.5 months ago. The patient is scheduled for revision surgery on (B)(6) 2018 to have the hardware removed. This report is for an unknown matrixrib plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. Customer quality conducted an investigation of the returned device. Investigation flow: broken visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of post operative plate breakage, which agrees with the reported complaint condition. The break profile is roughly transverse but jagged and mid hole at the 6th hole from the uncut end. It was also observed that one end of the plate is also broke or was cut to length. The material surfaces at the fracture sites appear homogeneous with no voids or abnormalities when viewed under 10x magnification at cq. Because the entire plate was not returned, it can not be definitively determined exactly what part# the plate is. Document/specification review: a review of the device history records was unable to be performed since the lot number was unknown. The portion of the plate which had part# and lot# etch was not returned. This investigation will use the specifications for 04.501.008 as reference for the design review and dimensional inspection portions of this investigation since pertinent features of interest (plate width and thickness at location of breakage) are constants for the product family regardless of plate length. Product design drawing were reviewed during this investigation. The matrixrib pre-contoured plates (various lengths) are single use implants available in the matrixrib system which is indicated for the fixation and stabilization of rib fractures, fusions and osteotomies of normal and osteoporotic bone. No product design issues or discrepancies were observed. Risk documentation the complaint history for matrixrib plates (04.501.001-097) was reviewed. This complaint condition is adequately covered by the risk assessment. Dimensional inspection: the width of the returned plate near breakage measured 9.02mm at cq which is within specification of 9.0mm +/-0.1mm. The thickness of the returned plate near breakage measured 1.55mm at cq which is within specification of 1.50mm +/-0.1mm. Material analysis: a review of the device history records was unable to be performed since the lot number was unknown. The material surfaces at the fracture sites appear homogeneous with no voids or abnormalities when viewed under 10x magnification at cq. The design specifies the plate to be manufactured from titanium aluminum niobium (tan) material. Further material analysis was not performed in this investigation as there is no indication that material properties contributed to this complaint. Conclusion: a definitive root cause for the plate breaking post operatively could not be determined based on the provided information. It is possible that the non-union of old rib fractures contributed to this plate breaking. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information received. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that patient was initially implanted with one (1) matrixrib plate and nine (9) matrixrib locking screws. Postoperatively, on an unknown date matrixrib plate broke. Hardware removal surgery was performed on (B)(6) 2018 due to broken plate and non-union. Concomitant device reported: self-tapping matrixrib locking screw (part# 04.501.022.01 lot# unknown quantity# 9).